Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 555 (mg/dl) and small to moderate ketones after changing the infusion set tubing. Customer administered a correction bolus with the pump to treat their bg level. During troubleshooting with tandem's technical support, it was noted that there was an air pocket in the tubing. The customer was able to successfully prime the tubing.